Event description:
It was reported that; surgeon was tapping with 4.5 tap and tip broke off.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. Tip fracture was confirmed via visual inspection. Manufacturing records were reviewed and no relevant issues were found. The awl was not used for hole prep. The probable root causes of this event are user error.

Event description:
It was reported that; surgeon was tapping with 4.5 tap and tip broke off.